Manufacturer narrative:
HEARTSINE CONTINUES TO INVESTIGATE THE REPORTED FAILURE AND WILL SUBMIT A SUPPLEMENTAL REPORT ON THIS EVENT TO THE FDA AS PROVIDED BY 21 CFR 803.56. HEARTSINE CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. HEARTSINE REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. THE CUSTOMER PROVIDED HEARTSINE WITH THE AVAILABLE PATIENT INFORMATION. PATIENT FIELDS IN WHICH INFORMATION IS NOT PROVIDED WERE INTENTIONALLY LEFT BLANK.

Event description:
THE COMPLAINANT CONTACTED HEARTSINE TO REPORT THAT THEIR DEVICE "KEPT CHANGING TO CHILD MODE AND DID NOT DISCHARGE". AS A RESULT, DEFIBRILLATION THERAPY MAY BE DELAYED OR UNAVAILABLE, IF NEEDED. THE PATIENT INVOLVED DID NOT SURVIVE, A CLINICAL REVIEW WAS COMPLETED BUT IT WAS NOT POSSIBLE TO DETERMINE IF THE DEVICE CAUSED OR CONTRIBUTED TO THE EVENT WITH THE INFORMATION PROVIDED.

Event description:
The complainant contacted HeartSine to report that their device "kept changing to Child mode and did not discharge". As a result, defibrillation therapy may be delayed or unavailable, if needed..The patient involved did not survive, a clinical review was completed but it was not possible to determine if the device caused or contributed to the event with the information provided.

Manufacturer narrative:
HeartSine evaluated the device and was not able to duplicate or verify the reported issue. No device problem was found during testing. The cause of the reported issue could not be determined.This device was archived by HeartSine and the customer received a replacement device.A clinical review was performed. The date on the submitted device's electronic records does not align with the date of reported event and therefore, it could not be determined if use of the device caused or contributed to the patient outcome.